Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other four perclose proglide devices referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that bilateral suture placement with five proglide devices in both the right common femoral artery (rcfa) and left common femoral artery (lcfa) was attempted, using the preclose technique, via a 6f sheath prior to a endovascular aneurysm repair (evar) procedure. Reportedly, the five proglide devices had mis-firing issues (cuff misses). Five proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to a 16f. The evar was completed and hemostasis was achieved with the sutures of the pre-placed proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, three proglide devices had cuff misses. Four additional proglide devices were used for successful suture placement using the preclose technique in the rcfa and lcfa. The additional two proglide devices initially reported to have had cuff misses were successfully placed and the additional information received indicates no device issue was reported. No additional information was provided.